Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and cleaned and tightened the loose connection on the ECG external input connection. The fse tested the connection and verified that it was working properly. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG connector was loose. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event reported.